Event description:
The patient reported a loss of therapeutic effect. Compatibility guidelines were requested for the following: airport security screening devices. The patient stated ever since she flew she was not sure if settings were the same. The patient stated it didn't seem like it was working anymore and going to the bathroom more and more. The patient now felt pain. The patient was able to go through settings but not sure if working right. The patient felt pain in lower abdomen. Something sharp stabbing at it. The patient thought at first she had bladder or kidney infection. The patient stated it keeps on continuing. This all started about a month ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0fns7, implanted: 2014 (B)(6); product type lead. (B)(4).